Manufacturer narrative:
Device manufacture date(s): unknown as the lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery on the first try with an intralase patient interface (pi) after the laser fired. They were able to reposition the pi and the procedure was completed successfully. One iflap was replaced. There was no patient injury reported and no patient treatments delayed or cancelled.